Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly and the pump was hot to touch while in the customer's pocket. Customer¿s blood glucose level ranged from 129-130 mg/dl. Customer reverted to an alternate method for insulin therapy.